Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse checked system error logs and found error 31020 indication ¿a use counter limit has been exceeded.¿ fse checked the use hour meters which indicated that patient side manipulator (psm3) setup joint (suj) z-axis was approaching the limit. Fse updated the preventive maintenance counters to resolve the problem. The system was tested and verified as ready for use. The probable root cause is attributed to a use counter limit.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report error 31020. The issue persisted even after a power cycle and procedure could not be completed as planned.